Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result, generated by the synchron lx I 725 clinical system for one patient. The first patient sample gave a result of 6.28ng/ml and upon repeat gave 2 results of 0.02ng/ml each. Two other samples obtained from this patient gave results of 0.04ng/ml and "<0.04ng/ml" respectively. The erroneous result was reported outside the laboratory. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
The serum sample was collected in 13 x 100 mm bd sst and allowed to clot for 30 minutes. The sample was not icteric, hemolyzed or lipemic and the customer did not visually observe fibrin in the sample. The plasma samples were collected in 13 x 75 mm bd pst. Centrifugation occurs in the lab at 4,000 rpm for 10 minutes in swinging bucket rotors. Samples were not re-centrifuged between repeat testing. Two levels of qc were tested within 24 hours prior to the event. Both values resulted within their established ranges. System checks completed on two days in 2008 met specifications. A field service engineer (fse) was onsite three days later: fse performed a pm (preventive maintenance) and performed sample pump modification. Fse completed a system check which passed. Fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date and a malfunction will be assumed for the purpose of this report.